Event description:
It was reported that the meter smelled of burning and that the screen turned yellow and black. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.